Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 32 mg/dl and weakness. Reportedly, the cause was unknown, however, customer believes weather and fatigue possibly contributed. Reportedly, the customer required assistance from partner to treat bg via consumption of carbohydrates. No additional information was provided.